Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest, the device took an extended time to charge energy and never reached 150 joules. The device disarmed and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The ECG board and processor/bridge/pace board were replaced as a precaution. The device passed the final test procedure, and was recertified. Analysis of reports of this type has not identified an increase in trend.